Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion for spinal pain. The pump was used to deliver hydromorphone. It was reported that the patient's pump had been alarming every hour since the last refill in august. The reporter confirmed that the patient had magnetic resonance imaging (mris) prior to that refill and that the pump had reached low reservoir before the refill. Technical services reviewed information on concurrent alarms and how to silence the current audible alarm. The troubleshooting steps taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.